Event description:
It was reported that code 1006 was noted on this cardiac resynchronization therapy defibrillator (crt-d) which indicates high voltage was detected on the leads during device charging. Technical services (ts) and engineering reviewed the device data, and noted this crt-d was damaged from shocking into a shortened lead in june. The shock delivery corresponds to the implant procedure, where a manual shock was successfully delivered through the programmer for ventricular tachycardia (vt). At the time of the shock delivery, low out of range shock impedances were present, but have since been stable and within normal range. Charge time length is 0s. This crt-d has been unable to undergo a capacitor reform. Subsequently, this crt-d and associated rv lead have successfully been replaced and are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. Numerous faults for high voltage during charge were noted on the device memory. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that code 1006 was noted on this cardiac resynchronization therapy defibrillator (crt-d) which indicates high voltage was detected on the leads during device charging. Technical services (ts) and engineering reviewed the device data, and noted this crt-d was damaged from shocking into a shortened lead in june. The shock delivery corresponds to the implant procedure, where a manual shock was successfully delivered through the programmer for ventricular tachycardia (vt). At the time of the shock delivery, low out of range shock impedances were present, but have since been stable and within normal range. Charge time length is 0s. This crt-d has been unable to undergo a capacitor reform. Subsequently, this crt-d and associated rv lead have successfully been replaced and are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.